Event description:
Reporter was drawing up novolog into an insulin syringe and noticed something was in the syringe. At first it just appeared to be an air bubble, but reporter looked closer and saw that it was actually a crystal, or something clear and irregular shaped, floating in the insulin. She saved both and reported. She put the insulin syringe and novolog vial in the charge nurse's mailbox with a note about what happened.